Event description:
It was reported that a physician attempted arteriotomy closure of a common femoral artery after a heart valve (thv-transcatheter heart valve) procedure. Reportedly, after successful implantation of the valve, when closing the access site, an occlusive dissection of the iliac artery was observed. The patient went to surgery to repair the iliac dissection, but died in the operating room. The manufacturer representative contacted the physician and he indicated that the prostar xl device performed as intended, the device closed the artery perfectly, he had no problems with the prostar xl. The cause of the dissection was not identified, and no autopsy was performed. This patient was part of (B)(4). The physician is in-training in the use of the prostar xl device. A femoral angiogram was taken prior to the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (Concomitant medical products, continued): sheath: 18 fr. Ew edwards. Other: transcatheter heart valve model 9300tfx26, (B)(4). The customer reported the device was discarded. The lot number was provided. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). An iliac dissection may occur due to a number of factors including, but not limited to: manufacturing, the insertion and withdrawal of any or all involved devices during the index procedure and patient vessel characteristics. However, this cannot be confirmed. To help ensure this type of experience is not a result of a potential prostarxl product related deficiency, the prostar xl devices are hydrophilic coated. The devices are visually inspected to assure that the coating covers the entire surface of the sheath. A sampling of finished devices is also tested to verify the functionality of the device. It should be noted that the operating physician indicated that the prostar xl device performed as intended, the device closed the artery perfectly and that he (the physician) had no problems with the prostar xl. A review of the finished device history record did not reveal any non-conforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there has been no other incident reported for an occlusive iliac dissection with this lot. Based on the information available and the inspection criteria, there does not appear to be any indications of a product quality deficiency. To help ensure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.